Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test. No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, a stained address and serial number label and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 250 mg/dl. The customer stated that he had been sleeping and may have rolled over on the insulin pump when it alarmed. Advised replacement of the insulin pump. Nothing further reported.